Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed for a patella resurfacing as the patient complained of persistent anterior knee pain. None of the original components needed revising at this time.

Manufacturer narrative:
Please see attached for the investigation results. (B)(4).